Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context. Additional information: the probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode.

Manufacturer narrative:
This is the same event as manufacturer report 2937094-2018-00937.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, after 5492 joules were used and 1:27 minutes had been expended, it was noted that the fiber was end firing. A second fiber was chosen to continue the procedure however after 21,989 joules and 4:16 minutes of use end fire was observed. Neither fiber tips were cleaned during the procedure. A third fiber was utilized to complete the procedure. No injury was reported. This report is for the second fiber.